Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device prompted 'connect electrodes' when it was used on a patient in cardiac arrest. The electrodes were then replaced with a second set of electrodes and treatment of the patient could continue. No information about the patient details or patient outcome was provided.

Manufacturer narrative:
A third party contracted service agent reported to physio-control that the device is in quarantine. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.